Manufacturer narrative:
This report is submitted on january 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was electively explant on (B)(6) 2018 due to poor performance with device use. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of the device indicates a device failure (as per the attached dar). This report is filed on april 05, 2019.